Manufacturer narrative:
The customers reported issue that channel disconnect (c and d), error code 150.2100 and then shut off was not confirmed, however a system failure (800.8000 in logs) was found to have occurred on the day of last programed infusion. System failure (800.8000 in logs) was identified on the last programed infusion on (B)(6) 2018 at 11:52 am. 800.8000 error are random errors that locks up the operating system, the pcu could display a system error (example 255-16-275) and error code 800.8000 is recorded in the device log. Review of the system logs and trace logs was performed by software engineering to identify the root cause of the system error. Software engineering was unable to definitively determine the root cause, however engineering believes it is most likely a ripple effect from higher layer failure that is not present in the logs. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that channel c and d gave a channel disconnected, 150.2100 error code and then all units shut down. No patient involvement was reported.